Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized due to receiving several appropriate therapies including atp and shocks for vf. One instance of extended charge time was observed, although subsequent checks showed normal charge times. The physician suspected premature depletion and will check battery longevity frequently. The patient will be monitored. The patients medical condition is good.